Event description:
Per legal complaint: on (B)(6) 2005 - patient underwent surgery during which the patient was implanted with an unspecified bard/davol composix kugel (device 1). On (B)(6) 2013 - patient underwent surgery during which the patient was implanted with an unspecified bard/davol ventrio (device 2). The patient is making a claim for an adverse patient outcome against the composix kugel (device 1) and ventrio (device 2). Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: on (B)(6) 2005 - patient was diagnosed with epigastric hernia thereby underwent open repair with implant of composix kugel patch (device 1). Per operative notes, ¿a transverse incision was made directly over the margin. The hernia sac was dissected out. A composix kugel patch (device 1) was placed into the preperitoneal space and secure it with sutures.¿ on (B)(6) 2013 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with explant of composix kugel patch (device 1) and implant of ventrio mesh (device 2). Per operative notes, ¿an incision was made on the midline. The hernia sac was dissected out. Previously placed mesh had curled on itself in the upper right side. Previously placed composix kugel patch (device 1) was removed entirely. A ventrio mesh (device 2) was placed into the defect and secure it with sutures.¿ on (B)(6) 2015 ¿ patient was diagnosed with recurrent incisional hernia, scar tissue, adhesion, thereby underwent open repair with explant of ventrio mesh (device 2) and implant of synthetic mesh. Per operative notes, ¿a vertical incision was made through the old scar. All old scars were excised. The old ventrio mesh (device 2) encountered and excised entirely. The peritoneal cavity was entered and adhesions were taken down. The hernia sac was dissected out. A synthetic mesh was placed into the defect and secure it with sutures.¿ on (B)(6) 2016 - patient was diagnosed with recurrent incisional hernia, pain thereby underwent open repair with implant of synthetic mesh. On (B)(6) 2017 - patient underwent surgery for recurrent incisional herniorrhaphy with mesh and excision of suture granuloma of abdominal wall.

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-mar-2012) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, b6, b7, d1, d3, d4, d.6b (date of explant), g1 (email address), g3, g6, h2, h4, h6, h10. This supplemental emdr represents the ventrio mesh (device 2). An additional supplemental emdr was submitted to represent the bard/davol mesh -composix kugel (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. This file represents the ventrio (device 2). A separate MDR is being submitted for each of the other bard/davol device(s) for which the patient is making a claim against. Not returned.

Event description:
Per legal complaint: (B)(6) 2005 - patient underwent surgery during which the patient was implanted with an unspecified bard/davol composix kugel (device 1). On (B)(6) 2013 - patient underwent surgery during which the patient was implanted with an unspecified bard/davol ventrio (device 2). The patient is making a claim for an adverse patient outcome against the composix kugel (device 1) and ventrio (device 2). Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."